Manufacturer narrative:
This report is submitted on february 7, 2020.

Event description:
Per the surgeon, the device was explanted due to being initially incorrectly placed resulting in poor performance. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to electrode migration and poor device performance since activation. The device passed all electrical tests confirming correct device function this report is submitted on march 9, 2020.